Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The device history review (DHR) for lot number 4191348 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
A medsun mandatory medwatch report (B)(4) was received for an event that involved a spinning spiros. The event occurred on an unknown date in october 2019. The customer stated the rn was notified by the patient the IV was leaking during an unspecified chemotherapy infusion through the huber needle port. The tubing became disconnected from the spinning spiros cap at the distal end near the patient. Blood backed up through the port and out of the tubing. New IV tubing with a spiros cap was initiated to resume the infusion. There was patient involvement, however, no patient or end user was harmed. Since chemotherapy was infusing, a code orange was activated regarding the chemotherapy leaks/spillage. This report is to capture the first of two events.